Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 166 mg/dl at the time of incident. The customer stated that they were using the pump for a month and was not able to refill it. The customer reported that the pump did not alarm no delivery with load reservoir/fill tubing. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs. Performed the pre-fill test and found one of the two reservoirs transfer guard needle was bent, the remaining transfer guard passed.